Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported some impedance issues. High impedance was seen on all electrodes, 0-2841 1-2730 2-3180 3- 2680 4-2910 5- 2320 6-2160 7-3490 8-3380 9-3140 10-2900 11-3000 12-10 13-2470 14-3080 15-2900. Troubleshooting was not performed, and the issue is still on going. A response was received from a manufacturer representative stating patient doesn't believe coverage was as good as it once was when programming around impedances. Patient lost 80 pounds within a year after being diagnosed with diabetes. Rep programmed around the impedance issues but options were limited with so many out. Patient plans on scheduling appointment with the implanting physician. Patient plans on meeting with implanting physician to discuss options.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6). Implanted: (B)(6) 2019. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 11-jan-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.